Event description:
It was reported that during a percutaneous coronary interventional (pci) drug eluting stenting procedure, stent damage occurred. The lesion was located in the moderately tortuous left anterior descending (lad) artery. The lesion was severely calcified and 90% stenosed. The physician advanced the taxus liberte 16 x 2.50mm stent delivery system to the lesion with strong resistance. The stent was withdrawn and the strut in the middle of the stent was broken. No patient injuries or complications were reported. The patient's status is reported as "good."

Manufacturer narrative:
H3:product analysis verified the presence of damage on the returned device, however microscopic examination found no evidence of a broken strut. Visual examination of the returned unit found that the mid section of the stent had been stretched. The root cause of the stent damage could not be determined. However, the complaint reported stated that 'when the physician tried to advance the stent through the lesion, he felt strong resistance' this may have resulted in excessive force having to be applied to the device. During the manufacturing process all stent securements are fully validated to withstand up to 0.2lb force. Each device is visually inspected for uniform crimping, including stent profile and damage just prior to packing before being fitted with the actual balloon protector, which prevents damage to the stent and balloon. If unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. A review of the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause is unknown.